Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-02115 and 1627487-2011-02117. The patient received an scs system, including two percutaneous leads (of the same lot) and two extensions, in (B)(6) 2010. It was reported the patient suddenly began experiencing stimulation in inappropriate areas. Diagnostic testing of the leads revealed no anomalies. An x-ray confirmed all connections were intact and the leads had not migrated. Reprogramming was unable to recapture stimulation in the intended areas. Follow up on the patient found that she is continuing to work with her physician to correct the issue. According to the manufacturer's device registration system, the scs system remains implanted.